Event description:
It was reported that outside of surgery the unit was sent in for maintenance and needed repair. There was no alleged malfunction when returned initially. There was no patient involvement. During the investigation, it was found that the device had inconsistent speed. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: the technician tested the device and found that the motor failed, swivel was loose, needle bearing worn, control bar loose, rpms low, and the motor, swivel, screws, carrier, bearings, gasket were replaced and control bar adjusted. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.